Manufacturer narrative:
(B)(4). Additional information was requested, and the following was obtained: lot# not provided. No harm noted to patient. Device no longer available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This medwatch report is in response to receipt of a voluntary medwatch report: mw (B)(4).

Event description:
It was reported that a patient underwent a right total hip arthroplasty on (B)(6) 2021 and suture was used. Upon the closing process of the surgical incision, the suture broke. It was unknown if there were any patient consequences. Additional information was requested.